Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported that deep brain stimulation was a very positive surgery when the procedure was done properly. The consumer inquired where to get help when the lead was inserted too deep into the patient's head and inquired if this damage was fixable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.